Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device has been discarded and will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reports that the patient's omnipod 5 personal diabetes manager (pdm) will not hold a charge and the battery is swollen. Lg also reports that the back of the pdm is damaged and that the screen has cracked.